Manufacturer narrative:
The complaint notification associated with this device described that user felt play in the axis of the knee joint. Based on the information provided, the user did not fall and there were no serious injuries sustained as a result of the failure. The evaluation of this specific device was conducted at the manufacturer's service center on february 16th, 2017. We can confirm that the bolts in the posterior upper part are loose. An exact reason for the loose bolts could not be determined. The front frame is bent due to further usage of the device with loosened bolts. No fall or serious injury occurred due to this failure, but it could have led to patient injury if the malfunction were to recur.

Event description:
Knee joint was sent in for repair. Customer stated that the user felt play in the axis of the knee joint. Based on the information provided, the user did not fall and there were no serious injuries sustained as a result of the failure.